Event description:
A non healthcare professional reported that following implantation of an intraocular lens (iol) the patient experienced glare, halos, unable to see to drive, can not see distance and gave her glasses. The patient can see clearly at near. Additional information was requested. There are two medical device reports associated with this patient. This report is associated with the right eye.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating lens was removed during secondary procedure and also reported a film on lens.